Event description:
It was reported that during procedure patient experienced a broken capsule and doctor performed an unplanned vitrectomy.

Manufacturer narrative:
A technical support specialist assisted the customer with properly priming and vitrectomy hand piece set up. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.